Event description:
It was reported that the right ventricular (rv) lead exhibited noise and oversensing. Although the patient did not pace in the ventricle, atrial pacing (ap) was noted at 69%. Technical services (ts) explained that rv oversensing reset the device timing cycle, resulting in atrial pacing inhibition during that mode. This timing disruption was attributed to the rv oversensing, which interfered with the device ability to deliver ap appropriately. Ts suggested that programming to aair mode could have mitigated the issue by avoiding reliance on ventricular sensing. The health care professional (hcp) was expected to discuss this recommendation with the physician. The device remained in service. No adverse patient effects were reported.